Manufacturer narrative:
Investigation summary ==> no product was returned. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history lot ==> device lot: 1895029 device history batch ==> subcomponent lot: . Device history review ==> device (sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that device was malpositioned and it was decided to abort treatment. No further information was provided.